Event description:
It was reported by the patient's daughter, noting they were currently in the hospital. The patient had been there 2-3 days, apparently, he had a stroke. The patient was supposed to have an MRI of the brain. They are concerned because they refuse to do the MRI because of the patient's interstim. The caller reported that patient never having therapeutic effect. Caller said, the implantable neurostimulator (ins) it turned off. It never helped the patient. It never worked since implant and made it worse. This reporter called back and stated that the hospital was stating they refuse to do the MRI because of the ins. The caller stated she was told the patient could have an MRI and the hospital just needed to call the manufacturer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-33, lot# va045as, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).